Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a1502 is being used to capture the reportable event of gel misplaced non-vascular. Block h11: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that a patient who received the spaceoar hydrogel implant has been diagnosed with a rectal abnormality characterized by submucosal penetration of the hydrogel. The patient presented with symptoms of constipation. Following clinical evaluation, it was determined that the initiation of radiation therapy would be postponed for a period of one year.

Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a1502 is being used to capture the reportable event of gel misplaced non-vascular. Block h11: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h11: block d4 was corrected.

Event description:
It was reported that a patient who received the spaceoar hydrogel implant has been diagnosed with a rectal abnormality characterized by submucosal penetration of the hydrogel. The patient presented with symptoms of constipation. Following clinical evaluation, it was determined that the initiation of radiation therapy would be postponed for a period of one year.